Event description:
During a coronary stent procedure involving a moderately calcified and 85% stenotic lesion in the proximal third of a moderately tortuous circumflex artery, the physician experienced difficulty crossing the lesion. The physician pulled back to remove the delivery/stent device and the stent dislodged in the circumflex artery. A small balloon was inflated inside of the stent and the entire system was removed through the right radial puncture site. Another liberte' stent was advanced through the femoral access to successfully complete the procedure. Burising at the brachial puncture site was noted after withedrawal of the stent.